Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Device evaluation confirmed the reported inability to acquire an ECG signal with pads was caused by damaged cprd pads adapters with bent connector pins. Device logs from 05/22/2026 contained multiple defib out of lead fault and defib lead fault entries consistent with loss of ECG signal from the pads. No logs were available for the reported event date (05/23/2026). The device passed internal inspection and functional testing using known-good test cables and a simulator. The investigation concluded the root cause was a damaged cprd pads adapter (p/n 1005-0100); no device malfunction was identified. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.